Event description:
It was reported that "the user attempted to ligate a clip in the patient's abdominal cavity during a surgery, but the clip was not locked. Therefore, the applier was replaced with a new one to complete the procedure". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer reported:" during visual and functional examination we found the following: we have tried the function of the mouth many times without/with test material and could not find any error. The clip was easy to attach and closed neatly. Upon review of the device history records for the affected lot number, we can confirm that both the correct material and correct components had been used and that the instrument meets the product specifications. All process steps were found to have been properly documented. 100% functional test at final inspection found good. No dysfunction was detected. At k & w, no further measures will be initiated." Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the user attempted to ligate a clip in the patient's abdominal cavity during a surgery, but the clip was not l ocked. Therefore, the applier was replaced with a new one to complete the procedure". No patient harm or injury. The patient status is reported as "fine".